Event description:
The hcp reported a motor stall of 59 minutes in late 2007 due to MRI or other medical procedure. The review of the telemetry strips indicate additional motor stalls on three months prior to original month, for 59 minutes and the following month for one hour five minutes. A volume discrepancy greater than 25% was also noted at the patient's last refill. The erv was 4.0 ml while the arv was 39.5 ml. It was confirmed by the hcp that during the refill good access and negative pressure where obtained, and all volume of the drug was aspirated from the reservoir. The drug, concentration, and dose of the drug in the patient's pump was not reported. The patient experienced an increase of baseline pain. No other symptoms or outcome were reported. Additional information has been requested from hcp, but was not available on the date of the report.